Event description:
Ous MDR - after an implantation period of approx. 200 months, ventricular oversensing with inappropriate shocks was reported. A possible lead damage was observed. The lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed noise on the rv channel which led to shock delivery as reported in the complaint text. Furthermore the pacing impedance test of the (B)(6) 2017 revealed an increase to greater than 3000 ohms. The available x-ray images were evaluated, indicating a possible damaged insulation in the area proximal to the shock coil. Based on the x-ray images, mechanical stress and interaction with the nearby lead during the service time of more than 16 years cannot be excluded. However, without an analysis of the lead itself, no definite conclusion can be drawn. Should additional information or the device itself become available for analysis, the investigation will be updated.